Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens has rotated five degrees. The pt is reporting diplopia. Additional info, including patient status, has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested 03/07/2008 by phone, fax and mail. A completed questionnaire has not been rec'd.